Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was intermittently turning off itself. Patient stated that states he will be in a different room and realize stim is not on. This has happened about 2x. Patient stated that the ins could have been low. Patient was going to monitor if it continues and what the ins battery level is as well. The event date was provided as "about 2 weeks." No further complications were reported.